Event description:
It was reported that a reset had occurred at the time of carelink transmission. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data from the device showed that on (B)(6)2010 at 09:59:06, the device recorded a critical ram parity error por (power on reset).